Event description:
A report was received that during a permanent implant surgery, it was discovered that the pt had an infection at the trial lead site. The trial lead was explanted, and the permanent implant surgery was aborted. The pt was put on antibiotics and is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for eval. A review of the mfg documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted leads found them to be satisfactory. This is the final report.